Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to have a fractured weld on the distal tip upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event cannot be identified.

Event description:
It was reported that the tip of an inserter separated from the instrument.

Event description:
It was reported that the tip of an inserter separated from the instrument.